Event description:
While opening the implant, the inner seal of the packaging was found to be stuck to the outer seal and both opened together, causing implant to pop out of box onto the floor. Another implant was available and was used in its place. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The results fo the evaluation performed indicated that this event may have been attributed to user error. No discrepancies were observed with the returned product.